Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11384, related manufacturer reference number: 1627487-2019-11386. It was reported during the drg trial procedure on (B)(6) 2019, the patient kept moving while the physician was placing the leads. Physician was not able to implant the leads. The procedure was abandoned without incident.

Event description:
Related manufacturer reference numbers: 1627487-2019-11384, 1627487-2019-11386.